Event description:
It was reported that while the surgeon was inserting on-axis, coaxial locking screws into the head of the 3.5mm va-lcp proximal tibia locking plate, the surgeon noted the 2.8mm fixed angle drill guide toggled (at the plate/guide interface) did not seem to seat in the hole correctly. The drill guide did not lock into the plate. Both guides in the set were assessed, but both had motion within the va (variable angle) locking plate. The surgeon completed drilling with no further problems. Event #1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.